Manufacturer narrative:
UDI: (B)(4) the viper ti 9x45mm poly screw (product code: 1867-15-945, lot number: rl162698) and mis single inner set screw (product code: 1867-15-000, lot number: atmf24) were returned to the complaint handling unit (chu). The tulip head and saddle of the screw had been separated from the shank and head of the screw. The saddle of the screw features numerous small notches and scuff marks on its surface. Exerting a significant amount of force on the tulip head ¿ potentially at a significant enough angle ¿ may be sufficient to dislodge the saddle and other parts of the screw from one another. The scuffs and notches could be indicative of this happening. As a result, it is believed that an unexpectedly high amount of force was placed on the saddle ¿ potentially the furthest it could rotate to ¿ resulting in the saddle being dislodged from its intended location and rotated in the tulip head. The head of the screw was crushed. The drive feature of the screw is difficult to evaluate due to the extent of the damage to it. In addition, several portions of the threads on the shank appear crushed. This damage appears to have been cause by other metal instruments due to the topography and nature of the damage. It is believed that this damage occurred during the removal process as the attempt to remove it using a set screw and rod had failed. The set screw features notable signs of use including witness marks on its underside. Its drive feature is also stripped towards the top face of the set screw. Although it appears that the stripping did not interfere with the use of this set screw due to the appearance of the witness marks, stripping of the set screw can make it difficult to use or prevent it from functioning as intended. The stripping appears to extend down approximately one half of the total length of the drive feature and is most significant on the left side of the drive feature¿s hexlobes, consistent with the direction of rotation during tightening. This damage could potentially occur if the instrument is not fully inserted into and flush with the set screw during tightening/loosening. The torque is instead applied to a limited surface area, damaging their hexlobes in the process. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the tulip head and saddle separating from the screw head cannot be determined from the samples and the information provided. A potential root cause may be excessive force inadvertently placed on the saddle/head during use, causing the screw head to be separated from the tulip head. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A 7x40mm screw was removed and a 9x45mm screw was attempted at s1. No tapping occurred and screw was going in fine until very end. Surgeon attempted to back out screw, the driver broke and subsequently head sheared off.